Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
It was reported the patient's lead at the t7 placement had migrated. The issue was confirmed via x-ray. It was noted the patient' had a fall that changed their therapy. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced.

Event description:
Additional information received indicates that effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.